Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the electrode belt was unable to communicate with the monitor. The failure was due to the trunk cable being pulled short, pulling j702 off of the distribution node pca. The root cause for the pulled cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving service code 204 (belt/monitor unusable).